Manufacturer narrative:
(B)(4). Failure observed during analysis analysis confirmed that the transmitter would not power up, the chip was damaged and the circuit board exhibited burn marks. (B)(4).

Event description:
This report is to advise of an event observed during analysis.